Event description:
Implant loss due to broken gingiva former - broken gingiva former couldn't get removed, primary stability was achieved, implant was completely covered with bone, no thread tap used ((B)(6) and (B)(6) are same patient).